Manufacturer narrative:
No product has been returned and a valid lot number has not been provided. Extended investigation has been performed and it has been determined that there was no indication that the product did not meet specification. A DHR ( device history review) for the precision xceed meter was reviewed and the DHR showed the meter passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. Dhrs for all precision strips within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was performed for the reported complaint precision test strips. Although trips were observed, no further track and trend review was required as there were no confirmed complaints. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
On (B)(6) 2016 a customer called to report that her adc blood glucose meter was providing erratic readings. On (B)(6) the customer called back to inquire about the delivery status of the replacement meter. The customer reported that as a result of not receiving the replacement meter, she was unable to measure her blood glucose, and ¿wasn¿t in control¿. Customer reported that in the evening of (B)(6) 2016 she experienced symptoms of ¿sweating, trembling, weakness¿. The customer went to a health care provider where she was diagnosed with hypoglycemia and received treatment with a ¿glucose injection¿. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. Initial reporter country should be (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Event description:
On (B)(6) 2016 a customer called to report that her adc blood glucose meter was providing erratic readings. On (B)(6) the customer called back to inquire about the delivery status of the replacement meter. The customer reported that as a result of not receiving the replacement meter, she was unable to measure her blood glucose, and ¿wasn't in control¿. Customer reported that in the evening of (B)(6), 2016 she experienced symptoms of ¿sweating, trembling, weakness¿. The customer went to a health care provider where she was diagnosed with hypoglycemia and received treatment with a ¿glucose injection¿. There was no report of death or permanent injury associated with this event.

Event description:
On (B)(6) 2016 a customer called to report that her adc blood glucose meter was providing erratic readings. On (B)(6) the customer called back to inquire about the delivery status of the replacement meter. The customer reported that as a result of not receiving the replacement meter, she was unable to measure her blood glucose, and ¿wasn¿t in control¿. Customer reported that in the evening of (B)(6) 2016 she experienced symptoms of ¿sweating, trembling, weakness¿. The customer went to a health care provider where she was diagnosed with hypoglycemia and received treatment with a ¿glucose injection¿. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
As product was not returned and no test strip lot was reported with this complaint, a device history record (DHR) review of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release.